Manufacturer narrative:
(B)(4).

Event description:
It was reported that strong resistance was encountered during removal of the device. During a percutaneous coronary intervention an opticross imaging catheter was used to diagnose a moderately tortuous, mildly calcified lesion. However, they had difficulty crossing the lesion and there was a strong resistance during the removal of the device. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed that the imaging core was able to rotate properly during functional testing. The telescope assembly was able to properly pull back, advance, and retract. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported that strong resistance was encountered during removal of the device. During a percutaneous coronary intervention an opticross imaging catheter was used to diagnose a moderately tortuous, mildly calcified lesion. However, they had difficulty crossing the lesion and there was a strong resistance during the removal of the device. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.